Manufacturer narrative:
(B)(4). The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the irregular steering and torn leaflet. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip was implanted successfully. The second clip delivery system (cds 61129u112) was advanced to the mitral valve, for medial placement. While steering the cds with the m-knob, the device did not respond properly and moved in the wrong direction. Grasping was performed and imaging confirmed that the clip was free under the leaflets, but the cds would not respond when adding and removing m-knob. It was also noted that the anterior leaflet was torn. The cds was removed and replaced. The new cds was advanced into the anatomy. The clip was positioned in the very medial portion of a3-p3 scallop and deployed to treat the mr. The leaflet tear was not treated. Two clips were implanted, reducing the mr to 2 and the patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system was returned and the reported sleeve steering issue was not confirmed as the tip properly deflected in each direction, twice, without issue. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported sleeve steering issue could not be determined. Returned device analysis confirmed that the steerable sleeve functioned as intended and the reported issue could not be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.